Event description:
Reportedly, during patient use, the ventilator did not recognize the power pac battery. Upon reinstalling the power pac battery, "switched to backup battery" and "shutdown imminent" alarms occurred. The backup battery indicator showed 10%. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, additional patient information was not provided.